Event description:
During an atrial fibrillation procedure, it was reported that the tip of the lasso electrophysiology catheter with auto ID got stuck and could not be pulled out from the sheath while being inside the left inferior pulmonary vein (lipv) although the catheter was turned in the clockwise direction. The loop of the catheter was covered with the sheath and turned in counter direction slowly and the catheter was able to be pulled out. The physician checked the catheter and found that the electrode around 3- 4 was damaged. This catheter was no longer used. The procedure was completed successfully without any patient consequences. This complaint was determined to be reportable based on the information reported, as it was found that one of the electrodes was damaged after the catheter got stuck with the sheath when the catheter was being pulled out of it. This may potentially cause or contribute a risk to the patient.

Manufacturer narrative:
(B)(4) during an atrial fibrillation procedure, it was reported that the tip of the lasso electrophysiology catheter with auto ID got stuck and could not be pulled out from the sheath while being inside the left inferior pulmonary vein (lipv) although the catheter was turned in the clockwise direction. The loop of the catheter was covered with the sheath and turned in counter direction slowly and the catheter was able to be pulled out. The physician checked the catheter and found that the electrode around 3- 4 was damaged. This catheter was no longer used. The procedure was completed successfully without any patient consequences. The catheter was visually inspected and found in good physical condition. Electrodes # 3-4 were found in good conditions as well. Per the event, a deflection test was performed and the catheter passed. In addition, catheter outside diameters (ods) were measured and catheter was within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.

Manufacturer narrative:
(B)(4).